Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 609 mg/dl. The customer explained that she was eating lunch and bolusing prior to the incident. The customer had also received three or four no delivery alarms earlier in the morning. The customer began vomiting after receiving the first no delivery alarm. The customer confirmed the cause of the hospitalization as diabetic ketoacidosis. The customer stated that she was vomiting all day and was unable to stand or breathe for a while. The customer's vision was also hindered. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.